Event description:
It was reported that this pacemaker data was unable to be successfully uploaded; device data failed to load, and transmission is stuck in new transmissions. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. With the available information, boston scientific concludes this device exhibited unintended behavior associated with this software update. Boston scientific is actively developing an additional software update to address this unintended behavior.

Event description:
It was reported that this pacemaker data was unable to be successfully uploaded; device data failed to load, and transmission is stuck in new transmissions. The device remains in service. No adverse patient effects were reported.